Manufacturer narrative:
Visual, dimensional and functional analysis were performed on the returned device. The reported wire damage was confirmed. Additionally the barewire core and coils were separated. The reported difficulty to advance could not be confirmed as the exact conditions encountered by the device during the procedure, could not be replicated in a testing environment, as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left internal carotid artery with mild calcification, mild tortuosity and 90% stenosis. The emboshield nav6 embolic protection system (eps) was advanced to the target lesion with resistance noted with the guiding catheter and it was noted that the tip coils of the barewire were stretched; however, the coils and core were in tact. The emboshield nav6 was removed and another emboshield nav6 eps was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. Returned device analysis identified that the tip of the device was separated and not returned. The account was not aware of the separation but confirmed no portion of the device remained in the patient. No additional information was provided.